Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the transmitter experienced a pairing failed. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 12/28/2016. Complaint for a pairing failure could not be confirmed, however, transmitter failure was found and confirmed on 12/28/2016. The root cause was determined to be a defective transmitter post investigation. Based on the findings of a transmitter failure this is now reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event that the transmitter pairing failed. The root cause was could not be determined.